Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
The following event description was provided by the initial reporters: "traumatic amputation of leg came into trauma room. First matresponder (tourniquet) used failed. Second matresponder (tourniquet) also failed. The ratchet mechanism let go spontaneously and was unable to be re-tightened. An alternate product was used."